Manufacturer narrative:
Evaluation summary: it was caused due to the loosend insertion flexible tube (ift) applied an excessive force. In addition, we confrimed that angle wire play; however, it is not related to the allged complaint. We received the defect and conducted the following investigation and repair. Observations: angle wire play,insertion flexible tube (ift) loosened. Repair replaced the angle wire, insertion flexible tube (ift). This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred before use. There was no report of patient harm. The ift is loosened and leaky.